Event description:
It was reported by service report that the fowler cylinder was leaking fluid and the fowler could not hold position with weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: fowler.